Event description:
The customer reported the devices' ready for use indicator was displaying half a red x and a half back hour glass. There was no pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.